Manufacturer narrative:
Investigation summary - the complaint investigation for discrepant results with the bd max¿ enteric bacterial panel kit (ref. 442963) lot 4194180 was performed by the review of manufacturing records, review of customer¿s data, retain material testing and by the complaint¿s history review. Customer complained about two specimen that tested negative for the salmonella target when using the bd max¿ enteric bacterial panel kit lot 4194180 but tested positive in culture. The review of manufacturing records of bd max¿ enteric bacterial panel indicated that lot 4194180 was manufactured according to specifications and met performance requirements. Customer provided database from instrument ct3327 for investigation. Customer did not specify which two samples were to be investigated. Both samples 6826 (run 96; position a7 repeated in run 99; position b11) and 6903 (run 96; position b8 repeated in run 99; position b5) fit the customer¿s description for the first sample as their original and repeat tests with bd max¿ enteric bacterial panel kit lot 4194180 gave negative results but were positive in culture. Manual pcr curves adjudication was performed for both 6826 and 6903 samples and revealed no fluorescence detection in the vic channel in the top position of the cartridge (salm target). The second sample was identified as sample 6977 (run 99; position a2 repeated in run 101; position a2) as it tested negative but repeated positive with bd max¿ enteric bacterial panel kit lot 4194180 and was positive in culture. Manual pcr curves adjudication was performed for sample 6977 and the original test showed no fluorescence detection in the vic channel in the top position of the cartridge (salm target), while the repeat test showed late and low, but true fluorescence detection in the vic channel in the top position of the cartridge (salm target). Manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Low positive samples can occur due to bacterial titers in the specimen being at or near the assay limit of detection. Moreover, limit of detection can vary between different verification methods. No detail was provided regarding the culture method used by the customer. The retain material of bd max¿ enteric bacterial panel from lot 4194180 was tested and the results were as expected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric bacterial panel kit lot 4194180. The root cause was not identified. However, specimens at or near the assay limit of detection (lod), or environmental or cross contamination, and variation between assays are the most likely causes to explain the customer¿s discrepant results. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan since no new hazard or trends was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of bd max¿ enteric bacterial panel, a false negative salmonella patient result was obtained. Sample was retested on max and gave a positive results. Culture was positive for salmonella. There was no report of patient impact.

Manufacturer narrative:
D2: additional medical device types: pch, pci. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ enteric bacterial panel, a false negative salmonella patient result was obtained. Sample was retested on max and gave a positive results. Culture was positive for salmonella. There was no report of patient impact.